Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined to be operational. The representative checked the system again. Nothing seemed loose. The rep reseated the connection to the uninterruptible power supply (ups), and tested the backup battery. It started beeping at 2 minutes and shut itself down after only 5 minutes. It was noted that the backup battery could be replaced. However, the rep was still unsure as to the cause for the spontaneous reboot. Customer says the system was definitely plugged into a power source when the reboot happened. The logs for this event were reviewed and did not provide any additional insight. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar. It was reported that during a clinical case the site was navigating and the mouse became unresponsive. After that the system shut itself down, and came back on. Everything was working after the reboot. There was a reported delay of less than one hour and no reported impact to patient outcome.